Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: welding seam broke at the distal end of the two-part shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the complained extraction pliers showed a broken solder joint on the shaft of the attachment. We cannot elicit the exact cause, which was leading to this damage afterwards. It is possible that mechanical overload of the solder joint was leading to this damage. The manufacturing review shows that the correct material was used and the production procedure due to the condition of the device we are not able to present a final manufacturing conclusion.